Manufacturer narrative:
Sections with additional information as of 19-apr-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underline root cause - mlc-018 user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition and the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer initially called for training on performing a blood test. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using the meter. The customer did not know his expected glucose range. At the time of the call the customer reported symptoms of blurry vision, feeling weak, increased thirst and increased urination; medical attention was not needed at the time. The customer performed another blood test during the call with the technician and had obtained a result of hi. The meter memory was not reviewed for previous test result history; the customer had just obtained the meter and test strips on day of call.